Event description:
The customer reported the system failed to display an image while fluoroing. This resulted in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and lemo cable socket were evaluated and replaced. The system was tested and found to be working as intended and returned to service.